Manufacturer narrative:
Biofilms that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Common skin colonizing bacteria adhere to the gel and surround themselves with secreted polymers. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during the injection during injection and/or posttreatment care. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case is occured outside of the USA, in france. A doctor notified teoxane of an adverse event on (B)(6) 2023. A patient was injected with 1 ml of teosyal rha 4 in the marionette lines on an unknown date in (B)(6) 2023. In (B)(6) 2023 (exact date unknown), the patient presented with two tumefactions and skin induration around the injection sites. In medical history, the patient has parkinson's disease and took modopar, an antiparkinsonian, as medical treatment. The injector first treated the patient with intralesional hyaluronidase without effect. On (B)(6) 223 a local medical expert was contacted to advise the injector on the patient's treatment. The local medical expert recommended : - kenacort (corticosteroids): 40 mg for each side,twice with an interval of 45 days, - oral corticosteroids for 10 days (solupred decreasing dose) however, after the treatment, the symptoms persisted. Another medical expert advised on (B)(6) 2023, to inject a new vial of hyaluronidase and to prescribe corticosteroids local and oral. On (B)(6) 2023, the injector observed a (B)(4) reduction of the size of the nodules. Then, the injector punctured the biggest nodule and sent the sample for bacterial culture which came back positive for corynebacterium acnes (biofilm characteristic). According to these last information, we assessed this case as reportable to the health authority. We were informed on (B)(6) 2023, that the macronodule punctured and injected with betadine subsided and that 6 small nodules remained. Then the injector contacted an infectiologist who advised to prescribe clindamicyne 600mg 3 times a day during 1 month while puncturing the remaining nodules to boost the antibiotherapy effect. The symptoms are gradually improving. The patient is at the time of this report still being monitored. This complaint was considered closed.